Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with left l4-l5 recurrent far lateral disk herniation with foraminal stenosis lumbar degenerative disease lumbar radiculopathy and underwent following procedures: left l4-l5 revision decompression l4-l5 transforaminal lumbar interbody fusion with prosthetic interbody vertebral device posterior instrumentation posterior fusion. As per op-notes, ¿two interbody implants 11mm in height * 12mm in width * 26 mm in length were each filled with two-third of a sponge of rhbmp-2. An additional sponge of rhbmp-2 was placed in the anterior right side of the disk space. The first interbody implant was placed and tamped to the right. The second was placed on the left. In order to achieve a posterior fusion, a fourth sponge of rhbmp-2 was wrapped around local bone and was placed on the top the lamina facet joints on the right side of l4-l5. There was no relation of these activities to any maneuvers. The position of the implants was double checked to be sure that there was no neural impingement.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.